Event description:
During a laparoscopic cholecystectomy the surgeon was about to use cautery when the surgeon noted smoldering on the drape covering the patient's left arm and the anesthesiologist immediately put the fire out. The electrocautery cord was burned into two pieces and was near the patient's left hand. The patient's left hand was wrapped in egg crate and pillow case and covered by a drape, part of the drape, pillowcase and egg crate were burned. The patient's hand and fingers were inspected and there was no injury or burn to the area as the fire did not reach the patient. The or tech had inspected the cord prior to the case and did not see any defects or cracks in the insulation. Manufacturer response for monopolar cautery cable, jarit monopolar cautery cable (per site reporter): came to facility and removed product and provide with all new products.